Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the blade tip broke off and fell into the patient. The broken blade tip was retrieved through the trocar with a grasper. The case was completed with another device of the same product code. There were no patient consequences reported. One device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.